Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in b5 section of this report.

Event description:
Customer reported that they had a low below 1 mmol/l and went unconscious and ambulance was dispatched. Customer was treated with orange juice / maple syrup/ intravenous insulin. Incident date is (B)(6), 2021 per sap for insulin pump. During the most recent set change in (B)(6) 2021, customer noticed insulin dripping or squirting from end of set. Customer was not disconnected during the rewind/prime sequence. Customer has also been doing lots of exercise. The insulin pump was worn around an x-ray/MRI. Pump passed displacement test. Per (B)(4), retainer ring is cracked but reservoir was able to lock in place when inserted into insulin pump. The insulin pump was used at the time of the incident. Per customer, they do not use auto mode. It is unknown if sensor was used.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was dispatch in ambulance due to low blood glucose on (B)(6) 2021. Blood glucose at the time of event was 1.0 mmol/l. Current blood glucose was 8.3 mmol/customer was dispatch in ambulance and treated with insulin drip. The customer experience consciousness symptoms such as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of low blood glucose event. Based on customer report customer did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.